Event description:
Patient reported immediately after injection with 2 syringes of juvederm voluma xc bilaterally in "the lower part of the cheek right over the nasal folds" they noted a lack of correction and that "nothing happened". Within 3 days of injection the patient developed an injection, swelling on the left check, "extreme pain", and a throbbing sensation at the cheekbone. Additional symptoms reported include numbness around the eyes and "discoloration around the face". The patient was prescribed an antibiotic; patient stated they "got sick off the antibiotic". Since treatment was prescribed the "swelling went down and pain stopped" but redness is still present on the left side. The healthcare professional confirmed the event as reported by the patient, noting the patient also developed "slight hyperemia".

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection, throbbing, swelling, pain, skin discoloration, "numbness around the eyes", redness, and "slight hyperemia" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.